Event description:
It was reported by the patient that there was an issue with the biventricular function of the cardiac resynchronization therapy defi brillator (crt-d) and the ventricular lead was not functioning right. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6) 2014, 383059, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.